Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) inspected the iabp and verified the failure code in the fault logs and also duplicated the failure. The stm replaced the motor controller board and was able to complete the diagnostic and performance tests with no further issues. The iabp passed all functional and safety tests per factory specifications was cleared for clinical use and returned to the customer.

Event description:
The customer stated that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) generated an electrical test fails code 50. No patient involvement or adverse event reported.